Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, operating currents, reset error test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was received with a cracked case at the display window corner, broken reservoir tube lip, minor scratches on the display window, missing reservoir tube seal and broken battery tube threads.

Event description:
The customer reported via telephone call that there was damage to the insulin pump that allowed the reservoir to fall out. The customer reported that the ring was missing from inside the reservoir compartment. The customer also had a high blood glucose reading of 476 mg/dl. The customer treated with the insulin pump. The customer declined troubleshooting further. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.